Manufacturer narrative:
The device was manufactured in 09/2015 and is not under a service contract; the hospital performs preventive maintenance on own behalf and responsibility or uses a third-party service provider. The user facility was seeking dräger's assistance on the phone and - based on experience - it was recommended to replace the internal battery and the power supply. Follow-up contact with the customer revealed that the device is back in use after the repair and does not exhibit further problems since then. From this fact can be concluded that the remote diagnosis was correct and that the suggested repair was the appropriate measure. Following from that, the likely explanation for the event is the following: the device software performs a battery test procedure in the background in regular intervals to calculate the battery status and the runtime forecast. If a particular test instance fails due to an outdated or depleted battery this may trigger a reboot of the entire device. During a reboot sequence the airway pressure will be released to ambient and the device posts an alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and the device resumes ventilation with previous settings. The user is advised to perform a battery test during the daily pre-use check - disconnect mains and observe either the continuation of operation or a battery fail alarm. This test is able to detect an overaged battery. The replacement interval dräger recommends for the battery is two years with typical use conditions. It is not known how often the internal battery has been replaced since manufacture of the entire device which was in operation for almost seven years now. However, causal connection to lack of maintenance is seen a likely contributing factor in the reported event. Dräger cannot be held responsible if the recommendations for replacement of wear-and-tear parts won't be followed.

Event description:
It was reported that the device performed restarts during use. The operator was aware that ventilation always resumed afterwards but decided to replace the device in a controlled maneuver. No patient consequences have reportedly occurred.